Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: evident on flushing line at end of theatre case. Line not used to deliver drug/fluids as inserted as a precaution in case of bleeding. Top valve capped off with red cap and venflon removed from patient on arrival to recovery room. Explained to patient that we have had a number of faulty cannula valves and that it caused no harm.

Manufacturer narrative:
H6: investigation summary: one used sample from batch 0206927 was received by our quality team for evaluation. Upon visual inspection of the sample, it was observed that the valve had moved towards the luer end. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. H3 other text : see h10.

Manufacturer narrative:
Initial reporter email address: (B)(6). Initial reporter facility: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: evident on flushing line at end of theatre case. Line not used to deliver drug/fluids as inserted as a precaution in case of bleeding. Top valve capped off with red cap and venflon removed from patient on arrival to recovery room. Explained to patient that we have had a number of faulty cannula valves and that it caused no harm.